Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the atrial lead exhibited noise oversensing. Programming changes were made. The patient was stable throughout.